Event description:
It was reported via repair work order that the side rail could not remain latched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could not remain latched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Stryker quality assurance engineer called the stryker field service technician for additional information. When the stryker field service technician went to evalaute the units in this case, the customer reported that there was no defect with this stretcher. The service report which generated this complaint was created in error.